Event description:
Same case as MDR ID#: 2134265-2013-04973, 2134265-2013-04974. It was reported that during stenting treatment, pullback failure occurred. Access was obtained via radial artery. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The sled was not able to pullback. Imaging of the vessel was completed with another of the same device. No complications reported. The patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).